Event description:
It was reported that during a stenting procedure, stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A .75 non-bsc guide catheter and an unknown manufacturer's guide wire were placed. After advancing a 24x3.50mm ion stent delivery system (sds) to the target lesion the physician attempted to pull the ion sds back into the guide catheter. The proximal edge of the stent caught on the guide catheter, crimping the stent. The physician decided not to stent the lesion and removed the guide wire, guide catheter and the ion stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting procedure, stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A .75 non-bsc guide catheter and an unknown manufacturer's guide wire were placed. After advancing a 24x3.50mm ion stent delivery system (sds) to the target lesion the physician attempted to pull the ion sds back into the guide catheter. The proximal edge of the stent caught on the guide catheter, crimping the stent. The physician decided not to stent the lesion and removed the guide wire, guide catheter and the ion stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: there were several rows of flared stent struts on the proximal end of the stent. Returned product consisted of a taxus element/ion stent delivery system (sds), stent, y-adapter, and a non-bsc guide catheter. The sds was received in the lumen of the guide catheter. There was a blood like substance in the wire lumen of the sds. The balloon was tightly folded. The proximal end of the stent was 1.5 cm distal to the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands. There were several rows of flared stent struts on the proximal end of the stent. Attempt to separate the sds from the guide catheter was unsuccessful due to the damage to the stent. The reported stent damage was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).